Manufacturer narrative:
The reported event could not be confirmed. However, some pictures were sent. These pictures showed that the label on the outside of the box is different from the label on the implant. Two different catalog numbers (two different sizes - catalog # 5018-5-200s and catalog # 5018-6-180s) and two different lots (l17935 and y52675). A review of the device history for both catalog numbers (catalog # 5018-5-200s and catalog # 5018-6-180s / lot numbers : lot # l17935 and lot # y52675) showed that the lot # l17935 has been processed in may 2017 and the lot # y52675 in december 2018. One and half year difference. Therefore, such a mix up cannot occur within stryker's facilities. The mix up occurred in the customer's facilities. This case is classified as a user related issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Customer reported that the implant inside the box was a different size to that indicated on the outside of the box. Surgery was completed successfully.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device evaluated by manufacturer? Disposition unknown.

Event description:
Customer reported that the implant inside the box was a different size to that indicated on the outside of the box. Surgery was completed successfully.